Event description:
Pt was one-month post-op coronary artery bypass graft. Was admitted for sudden onset of right-sided hemiparesis & global esthesia. Pt had fluctuating mental status. Head CT showed old infarct, frontal lobe trauma, and early cva. The pt was in the ICU - a loud crash was heard and the pt was found on the floor - rail fell off. (When pt was checked 15 minutes earlier bed rails were up.) The pin that holds the bed rail lock in place was found on the floor by the doorway. Pt had hit supra-orbital ridge, but there were no mental state changes after the fall with no obvious injuries subsequent from the fall. Pt died 3 days later from unrelated heart condition.